Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was not seeing the new request put in on the cabine due to configuration issue. A technical support specialist confirmed that pharmacy re-approve new request now user was able to remove item. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system user was not seeing the new request put in on the cabine. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a 2 hours delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.